Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and five months later, computed tomography of the abdomen without contrast revealed one of the filter limbs was located to the left and posterior of midline was fractured and mildly displaced superiorly. And additional limb of the filter located medially toward the left appears to slightly protrude beyond the caval wall and may extend into or abut the wall of the abdominal aorta. After five days, the patient presented for filter removal, inferior vena cavagram with co2 gas contrast revealed the filter was in infrarenal location without evidence of retained thrombus. Fractured leg fragment was attached to inferior vena cava wall. The filter was removed with 20 mm snare and the filter leg fragment was removed with 20 mm snare after multiple attempts. No residual fragments left, and no inferior vena cava injury seen. Therefore, the investigation is confirmed for alleged filter limb detachment and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis, and pulmonary embolism in conjunction with trauma situation. Approximately five years and four months post filter deployment, it was alleged that the filter struts perforated and detached. The device was removed percutaneously. The current status of the patient is unknown.